Event description:
It is reportedly suspected that the device delivered an inappropriate shock during atrial fibrillation. Moreover, when interrogating device memories, the detailed analysis of this arrhythmia was not available for the whole duration of the episode. An analysis was therefore requested.

Manufacturer narrative:
On (B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.